Event description:
Procedure type: laparoscopic nephrectomy. Patient gender: unknown. According to the reporter: while use on patient, air leaked from balloon. Tried to inject 20 cc of air, but balloon broke and could not be used. Opened new one to complete procedure. No bleeding. Nothing fell into cavity. Tissue damage: unknown. No patient harm. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).